Event description:
The device was tested on (B)(6) 2024, and it tested positive for 2 cfus of staphylococcus haemolyticus. The device was tested again on (B)(6) 2024 and tested positive for 56 cfus of staphylococcus saprophyticus. The device was tested again on (B)(6) 2024 and tested positive for <1 cfu of champignos filamentaux / staphylococcus.

Manufacturer narrative:
Corrected fields: b3 and b5. The information provided in b3 and b5 was inadvertently omitted from the initial medwatch report. This report is being supplemented to provide additional information based on the completed investigation's review of the third-party testing results, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the uretero-reno videoscope tested positive for 56 colony forming units (cfus) of an unspecified microorganism. The device was retested on (B)(6) 2024 and it tested positive for 29 cfus of staphylococcus saprophyticus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.